Manufacturer narrative:
The device evaluation found that there was water invasion of the scope connector, which caused the reported image and communication issues. It was found that the user may have used high-energy hand instruments (laser, high-frequency, etc.) Without ensuring sufficient distance from the distal end. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified for either issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Ishould additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited no light source and the scope did not show a video, e216 and b30 communication error codes were displayed, and there is a burn mark on the distal end plastic cover. There were no reports of patient involvement.